Event description:
A review of service data detected a reportable problem. During servicing, the electrode belt trunk cable connector locking nut was damaged. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the trunk cable connector locking nut was missing. As a result, the electrode belt was unable to secure connect to a monitor. The root cause for the broken locking nut could not be positively identified, but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.